Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak was observed from the drain bag of a prismaflex m100 set 24 hours after the start of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device, photograph, or video was not available for evaluation. All accessories provided within a prismaflex set, including the drain bag, are single use products. The reported leakage occurred 24 hours after the start of therapy. Once used the drain bag must not be emptied and reused during the same therapy. The filling/emptying cycles lead to physical constraints on the bags, eventually causing pinholes to form and leakage to happen. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. Should additional relevant information become available, a supplemental report will be submitted.